Event description:
Healthcare professional reported "textured implant removal" and capsular contracture baker grade ii/iii. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported "textured implant removal" and "breast implant-associated anaplastic large cell lymphoma" and later reported "no alcl diagnosis, these are textured implants" and capsular contracture baker grade ii/iii. Healthcare professional later reported no complaint against the device. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, h6.